Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.

Event description:
It was reported that the customer's insulin pump was alarming button error and that there was a black circle on the insulin pump. The customer's blood glucose was 140 mg/dl. The customer was unable to clear the alarm. The customer did not recall that the insulin pump was bumped or exposed to moisture. The customer removed the battery for thirty minutes, but the alarm persisted. Advised a replacement insulin pump would be sent. Nothing further reported.